Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Additional information has been requested and if received will be provided in a supplemental report; implanted.

Event description:
Update per communication with patient: she stated that as of today (approximately 15 weeks post-op), she is experiencing varying degrees of general pain throughout her knee. She feels she shouldn't be experiencing this pain but attributes it to ¿having about 8 inches of metal¿ in her. The patient has a competitor knee with stryker cement.